Event description:
Dentist was using an ultrasonic scaler on a pt. The tip apparently broke during the procedure. (Note: no info regarding use of x-rays to locate the tip fragment was provided.) The doctor elected to perform a flap procedure to extract the tip fragment, and did the flap procedure. No tip fragment was extracted, however. The site was closed (presumably with sutures, however this was not stated). It was further reported that this pt suffered a heart attack and stroke the next day. No info was provided as to the pt's prior medical condition. The cause of the heart attack/stroke was not indicated.